Manufacturer narrative:
The product was discarded. Therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) with a qdot-micro, bi-directional, d-f curve, c3, split handle and suffered cardiac arrest (requiring resuscitation maneuvers) and death. Patient with history of ischemic ventricular tachycardia had pericardial effusion prior to the start of procedure. Doctor firstly drained the fluid from the pericardial space before starting the procedure. Pericardium was regularly checked after that and no more liquid was drained. Mapping was performed in the left ventricle and then started the ablation with no difficulty. After first ablation phase, the patient¿s blood pressure suddenly dropped. The physician checked the pericardium and no tamponade was confirmed. The patient went into cardiac arrest and resuscitation efforts started; however, it was unsuccessful, and patient¿s death was declared. Further examination was done. No pericardial effusion observed. Tamponade due to catheter was excluded. Coronary angiography revealed no embolism, infarction was excluded. Cerebral angiography revealed no embolism, stroke was excluded. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition-related, possible electrical/mechanical dissociation of the heart, he does not believe the issue was related to ablation or bwi product. The vent occurred during an external evaluation for the qdot catheter. No mention of catheter malfunction. Transseptal puncture was performed with a st. Jude medical brk xs transseptal needle. There was no evidence of steam pop during the ablation. The irrigation was within recommended sf flow settings. The force visualization features used included dashboard, vector and visitag. Respiratory gating was used as additional filter with the visitag module. Time was used prospectively as color option.